Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had to press buttons harder and a few times to respond. Customer's blood glucose value was unknown. Customer stated they had to change out battery more frequently also back light did not work sometimes. Customer also stated that insulin pump rewinds slower. The device will not be returned for analysis.